Event description:
The report received from the sapphire study indicated that during the index procedure for carotid stent placement, the patient experienced an ischemic stroke, characterized by aphasia and right-sided hemiparesis. The event occurred during post-dilation of the precise 9 x 40 mm stent with an unknown balloon catheter. An angioguard 6 mm embolic protection device was used. The onset of the event was step-like. There was no documented visual field loss. The duration of the event was unknown. The recovery was partial with major residual. The event was reported to be unrelated to anticoagulation or any cordis product. The event was related to the procedure. An act of 246/sec was recorded. The patient had a neurological deficit upon leaving the angiography suite.

Manufacturer narrative:
The target lesion was the proximal left internal carotid artery. The lesion was reported to be: 5.0 mm length, a 95% stenosis, 6 mm vessel diameter, concentric, moderately calcified, mild tortuosity, and thrombus present. An angioguard 6 mm embolic protection device was used. The lesion was not pre-dilated. A precise 9 x 40 mm stent was implanted. Debris was noted in the angioguard basket after removal from the patient. The residual stenosis was 0%. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of the product revealed no anomalies during the manufacturing and inspection process that can be associated with the reported complaint. One unit was rejected during the final assembly of this lot. The DHR review confirmed that the rejected unit was properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 13432141. This is one of two products used during the same procedure. Please reference MFR. Report #1016427-2009-00160.